Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that during a procedure using a capio device, the dart detached from the suture. No further information has been reported.